Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pacemaker (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.